Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge coupled device unit and identification board issues could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, the device yielded no image, only a blackout. There is no reported harm to any patient or healthcare professional.

Manufacturer narrative:
The device is returned, and an evaluation is completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the device yielded no image, and a b30 scope communication error message was received. This is attributed to the damage on the charge couple device (ccd) unit. In addition, the ID function malfunctioned. This is due to the breakage of the ID board. Other observations for the device: distal end rubber coating (a-rubber) adhesive has chipping; due to wear of forceps elevator lever angle engagement has looseness; and a-rubber, universal cord, and light guide snake tube have scratches. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.